Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 07/08/2016 to report that the patient experienced painful sensor insertion on (B)(6) 2016. The sensor was inserted into the abdomen. On (B)(6) 2016, the patient saw the endocrinologist who prescribed cream for the painful insertion. Date of intervention is an approximation. Patient uses the prescribed cream to numb the area prior to insertion. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.